Manufacturer narrative:
(B)(4). (B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial right knee arthroplasty surgery on an unknown date. Subsequently, patient was revised due to insert wear on the medial, pain, and mild inflammation.

Manufacturer narrative:
Reported event was able to be confirmed via photo of implant. No product was returned, however, a picture was provided and showed signs of wear on the superior condylar surface and near the railings. Device history record (DHR) was not reviewed as lot number is unknown. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.